Manufacturer narrative:
The philips field service engineer (fse) indicated that the device could emit sound but it was not clear even when set to 10. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound. The cause of the reported problem was not confirmed. The customer was provided a replacement device to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6).

Event description:
The customer reported that the mx40 unit is showing 'speaker malfunction' error. The sound was not clear even when set to 10. The device was not in use at the time of the event. There was no adverse event reported. The device was exchanged to immediately address the issue. The defective device is pending return for bench repair.